Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer¿s mom reported via phone call that the insulin pump had a power error detected alarm. The blood glucose value was 60 mg/dl. The product will return for the analysis.

Manufacturer narrative:
Unit passed self-test and displacement test. No pump error 25 alarms noted during testing or in the pump trace download. Unit received with high sleep current measurement and active current measurement due to moisture damage on all electronic assemblies. Unit received with moisture damage on motor assembly and corroded force sensor assembly.